Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and the pump shut off unexpectedly. Additionally, multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer declined to perform troubleshooting and declined to provide additional information regarding the events.